Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 303 mg/dl at the time of the incident. Customer mentions that the reservoir is hard to lock into place. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, a missing reservoir tube o-ring, a cracked case on the reservoir tube window corner and cracked battery tube threads.